Event description:
The report received from the (B)(4) study indicated that a patient experienced angina that was diagnosed as an instent restenosis through a cardiac cath approximately twenty-seven months post index procedure. At the time of index procedure, the angiography revealed 80% stenosis in the mid left anterior descending. The indication for the procedure was stable angina pectoris and +ve functional study for ischemia. The mlad was described as 18mm in length, class b2, and de novo. The reference vessel was 2.75mm in diameter. As planned, the lesion was pre-dilated with a 2.5x15mm balloon at 12atm and a 2.75x18mm cypher rx was implanted at 14atm. It was reported that the stent was sub-optimally implanted. As a standard procedure, the stent was post-dilated with a 2.75x15mm balloon at 16atm. Consequently, a second 2.5x8mm cypher rx was deployed overlapping distal to the initial stent in order to fully cover the lesion. As a standard procedure, the stent was post-dilated with a 2.75x15mm balloon at 16atm. There were no device delivery issues with this stent and the patient was discharged a day after. Approximately twenty-seven months later, the patient complained of chest pain and underwent cardiac cath. The angiography revealed 95% single discreet instent restenosis of 2/2 index stents in the mlad. Stent insertion was accomplished through a 6 fr. Ebu 3.5 guide. The lesion was predilated with a 2.0mm nc trek 15mm balloon at 12atms. A premounted 3x12mm xience v was deployed at 12atms. Following stent deployment, the lesion was postdilated with a 2mm mini trek 15mm balloon at 18atms. The final outcome of the event was defined as successful. There was no residual stenosis following this intervention. The event was deemed to be possibly related to the index stent, procedure, or drug in an investigator's opinion.

Manufacturer narrative:
Addendum (02/05/2013): additional information received through cec adjudication minutes indicated that the actual event date of previously reported code for reocclusion was (B)(6) 2012 instead of (B)(6) 2012 as the repeat angiography was done on (B)(6) 2012. This information does not change any reportabilit/determination of this file.

Manufacturer narrative:
Concomitant medications included aspirin, betamethasone, bivalirudin, plavix, metoprolol succinate, simvastatin, and zyrtec. Complaint conclusion: the report received from the (B)(4) study indicated that a patient experienced instent restenosis approximately twenty-seven months post index procedure. At the time of index procedure, the angiography revealed 80% stenosis in the mid left anterior descending. This is a (B)(6) male with medical history including angina, +ve functional study for ischemia, family history of coronary artery disease, hyperlipidemia, history of smoking within 30 days, skin rash, right inguinal hernia repair, and environmental allergies. The indication for the procedure was stable angina pectoris and positive functional study for ischemia. The mid lad was described as 18mm in length, class b2, and de novo. The reference vessel was 2.75mm in diameter. As planned, the lesion was pre-dilated with a 2.5x15mm balloon at 12atm and a 2.75x18mm cypher rx was implanted at 14atm. It was reported that the stent was sub-optimally implanted. As a standard procedure, the stent was post-dilated with a 2.75x15mm balloon at 16atm. Consequently, a second 2.5x8mm cypher rx was deployed overlapping distal to the initial stent in order to fully cover the lesion. As a standard procedure, the stent was post-dilated with a 2.75x15mm balloon at 16atm. There were no device delivery issues with this stent and the patient was discharged a day after. Approximately twenty-seven months later, the patient complained of chest pain and underwent cardiac cath. The angiography revealed 95% single discreet instent restenosis of 2/2 index stents in the mid lad. The physician confirmed that there was no thrombosis present. Stent insertion was accomplished through a 6 fr. Ebu 3.5 guide. The lesion was predilated with a 2.0mm nc trek 15mm balloon at 12atms. A premounted 3x12mm xience v stent was deployed at 12atms. Following stent deployment, the lesion was post-dilated with a 2mm mini trek 15mm balloon at 18atms. The final outcome of the event was defined as successful. There was no residual stenosis following this intervention. The event was deemed to be possibly related to the index stent, procedure, or drug in an investigator's opinion. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15116868 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Chest pain is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The natural progression of coronary disease as well as target lesion issues may contribute to the experience of chest pain / angina. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Family history of cad. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00487 and 3003742446-2012-00488.